Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/wedge/segmental resection procedure, the display screen of handle was blackout. Before the procedure, when the handle was removed from the charger the remaining battery was over 80%. Thirty minutes later, the handle was inserted to the shell and the indicator illuminated green. When the adapter was inserted to the handle, the indicator illuminated green as well. The device was left for 5 minutes in the surgical table, then connected it to the reload but the display screen blacked out. Reload was reconnected however, the calibration was not performed and when the buttons were pushed it did not react. Reload and adapter were removed but the status was the same. Replaced the handle and the shell and connected it with the adapter and reload then the loading and firing were completed with no problem. After the surgery, handle in question was re set however it did not react. Inserted this handle to the charger then removed, the display screen illuminated but still showed the indicator of loading, shell and adapter. Handle was recharged but the display screen did not return to starting screen. It was also noted that the display screen was very dark than usual and it is very heated. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic led an evaluation of one signia handle device. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after removal of a reload. The power had been interrupted due to a fully depleted battery. When the microprocessor experiences an esd event it can cause the handle to lockup. The root cause of the observed condition was determined to be a result of an exposure to an unanticipated electrostatic discharge (esd) event prior to procedural use. Device enhancements are being evaluated to minimize the potential device susceptibility to esd. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/wedge/segmental resection procedure, the display screen of handle was blackout. Before the procedure, when the handle was removed from the charger the remaining battery was over 80%. 30 minutes later, the handle was inserted to the shell and the indicator illuminated green. When the adapter was inserted to the handle, the indicator illuminated green as well. The device was left for 5 minutes in the surgical table, then connected it to the reload but the display screen blacked out. Reload was reconnected however, the calibration was not performed and when the buttons were pushed it did not react. Reload and adapter were removed but the status was the same. Replaced the handle and the shell and connected it with the adapter and reload then the loading and firing were completed with n problem. After the surgery, handle in question was re set however it did not react. Inserted this handle to the charger then removed, the display screen illuminated but still showed the indicator of loading, shell and adapter. Handle was recharged but the display screen did not return to starting screen. It was also noted that the display screen was very dark than usual and it is very heated. The patient has no injury.